Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's spouse reported left side chest pain. Healthcare professional reported a deflation. Device was explanted.